Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is centralized in my uterus along my coils and that are still embedded in there') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("coils caused reactions"), bacterial vaginosis ("bacterial vaginosis") and tooth fracture ("broke off cracking all three teeth") and was found to have b-cell lymphoma ("diffuse b cell lymphoma") and neoplasm malignant ("cancer"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, allergy to metals, b-cell lymphoma, neoplasm malignant, bacterial vaginosis and tooth fracture outcome was unknown. The reporter considered allergy to metals, b-cell lymphoma, bacterial vaginosis, embedded device, neoplasm malignant and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received, reporter added.. Event broke off cracking all three teeth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('coils caused reaction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('coils caused reaction') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is centralized in my uterus along my coils and that are still embedded in there') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("coils caused recction"), monoclonal b-cell lymphocytosis ("diffuse b cell lymphoma") and bacterial vaginosis ("bacterial vaginosis") and was found to have neoplasm malignant ("cancer"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, allergy to metals, monoclonal b-cell lymphocytosis, neoplasm malignant and bacterial vaginosis outcome was unknown. The reporter considered allergy to metals, bacterial vaginosis, embedded device, monoclonal b-cell lymphocytosis and neoplasm malignant to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: fu two and retention process together. Social media received new events were added: bacterial vaginosis, it is centralized in my uterus along my coils and that are still embedded in there,diffuse b cell lymphoma, cancer and reporter information were updated.this is a retention case. All the information: reporter¿s information and references details and source documents were transferred from deletion case no (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('it is centralized in my uterus along my coils and that are still embedded in there') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), allergy to metals ("coils caused reaction"), bacterial vaginosis ("bacterial vaginosis") and tooth fracture ("broke off cracking all three teeth") and was found to have b-cell lymphoma ("diffuse b cell lymphoma") and neoplasm malignant ("cancer"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the embedded device, allergy to metals, b-cell lymphoma, neoplasm malignant, bacterial vaginosis and tooth fracture outcome was unknown. The reporter considered allergy to metals, b-cell lymphoma, bacterial vaginosis, embedded device, neoplasm malignant and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.